Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. Although it was confirmed that the foreign material contained protein and a kind of silicic acid, the material¿s origin could not be confirmed. It is possible that the protein originated from blood or body fluid. The type of silicic acid could not be specified since there are multiple origins, such as medical agent and tap water. It is possible that the material in the nozzle was caused by insufficient cleaning. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
A company representative reported on behalf of the customer that the gastrointestinal videoscope had a switch issue. No adverse effects to patient reported. The device was returned for evaluation. During examination, the air/water nozzle was found to have foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue (switch problem) was confirmed; switch button 1 was broken and could not be pressed due to a detached switch shaft. In addition to the switch issue and foreign material found in the air/water nozzle, the following components were found to have scratches: connecting tube, hand grip, scope connector cover, switch box, lock engagement lever, up/down knob, right/down knob, control unit, scope connector cover, suction connector, universal cord protector (on suction connector side), universal cord, bending section cover adhesive, and bending section cover. The angle wire was worn; this caused the bending angle in the up direction to fail functional testing. The play of the up/down knob was out of specifications. Further, the bending section cover adhesive was chipped, the universal cord was sticky, the suction connector contact was corroded, the connecting tube was discolored, and the suction connector and suction connector cover were dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.